Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about a week after implant, woke up and bed was wet. There was a big pile of blood on the mattress. There was a little scab on the incision. The incision drained for almost two weeks. The patient went to the emergency room and they called the doctor. The doctor put them on antibiotics. When patient went to follow up appointment and saw the pa, they said the incision wasn't draining. Patient said they put just a small bandage on it. They patient said the reason they said it wasn't draining was that they had just taken a shower and put a new bandage on. The incision was still draining. Patient said twice a day the 3 x 4 bandage would fill with blood and other drainage. It feels puffy back there.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported that steps taken to resolve the issue included that they turned off the device. They reported that the incision was well healed at the visit yesterday. They reported that the patient saw a nurse practitioner (np) originally after the device implantation. They reported the issued had been resolved.